Event description:
Allergy-type reaction [hypersensitivity]. Case description: spontaneous report received on 22-feb-2010 from a physician via a company representative regarding a pt of unk age, gender, initials, and relevant medical history. The pt received an unk quantity of prevelle silk within the past 12 months. After receiving prevelle silk, the pt experienced an "allergy-type reaction," which presented as redness, swelling, and firm bumps at the site of placement of the product. The physician resorted to using kenacort injections to settle down the "granuloma-like reaction" in the client. As of the date of receipt of this report, the pt outcome was unk. See manufacturer's control numbers: (B)(4) for other adverse events from this reporter. Manufacturer's comment: the benefit-risk relationship of prevelle silk is not affected by this report.